Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus korea there was the possibility that the reported phenomenon was attributed to the insufficient reprocess of the auxiliary water channel. Also there was the possibility that the reprocess had not be carried out properly due to the damage of the auxiliary water channel. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus korea, it was found that the foreign matter came out of the auxiliary water channel due to the damage of the auxiliary water channel. There was no report of patient injury associated with the event.